Event description:
It was reported that the pt had a good trial, but had poor pain relief since pump and catheter were implanted. The pt switched to a different clinic and the clinic felt that there was a probable catheter problem because the reservoir volumes were correct at refill times. The decision was made to do a catheter revision, and to replace the pump at the same time as the hcp felt the pump was getting close to end of life, through no end of life alarm was sounding. No rotor or catheter dye study was performed. The pt's pump and catheter were replaced. Following pump and catheter replacement the pt recovered without sequela. The hcp reported that prior to replacement the pt's pump contained hydromorphone 10 mg/ml with a dose of 3 mg/day. Post-replacement the pt was receiving pain relief with 1 mg/day of morphine, equianalgesic equivalent of about 1/15 of his dose prior to replacement.

Manufacturer narrative:
(B) (4).